Event description:
A doctor alleged that a patient experienced darkening of their teeth after using tempspan transparent to cement a temporary restoration.

Manufacturer narrative:
Patient specifics with regard to age, gender, and weight were not provided by the doctor. The doctor removed the patient's temporary restoration and cleaned the tooth. The patient's temporary restoration was re-cemented with a different product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, retain samples were evaluated yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Manufacturer narrative:
A visual inspection was performed on the returned sample, yielding results within specifications.